Event description:
Reportedly, on (B)(6) 2024, the clinician called technical services reporting inappropriate shock therapy. Source file review appears to contain farfield sensing. Both leads were implanted in 1999, impedances are low but stable however, clinician verbally states that at implantation atrial impedance was ~430ohms and ventricular impedance was ~350ohms and r-wave amplitudes was reported ~6mv. The device was implanted in 2016. Intermittent a noise is visible in some stored episodes.

Event description:
Reportedly, on (B)(6) 2024, the clinician called technical services reporting inappropriate shock therapy. Source file review appears to contain farfield sensing. Both leads were implanted in 1999, impedances are low but stable however, clinician verbally states that at implantation atrial impedance was ~430ohms and ventricular impedance was ~350ohms and r-wave amplitudes was reported ~6mv. The device was implanted in 2016. Intermittent a noise is visible in some stored episodes.

Manufacturer narrative:
The review of provided data highlighted the delivery of an inappropriate shock on (B)(6) 2024 due to ventricular oversensing. The remote data from (B)(6)2024 were provided. The subject device was implanted on (B)(6) 2016 and connected to an atrial lead from abbott, implanted on (B)(6) 1999 and to a medtronic ICD lead implanted on (B)(6) 2016. The remaining longevity of the device is good and the electrical tests are almost normal except the rv sensing that is low, it is stable over the last 6 months. The rv impedance and rv coil continuity are stable but low. An inappropriate shock was delivered on (B)(6) 2024 at 14h12 because of ventricular oversensing. The ventricular rhythm is conducted from the atria and the device detected ventricular noise, triggering to vf diagnosis and confirmation and therefore inappropriate charge of the capacitors and inappropriate shock. At 14h13, the atrial signal is noisy and the ventricular rhythm remains noisy, changing from no majority (sinus cycles) to vf majority. No additional shock was delivered. The atrial and the ventricular leads (non microport leads) should be carefully monitored. In order to delay the inappropriate shock delivery in the event of ventricular oversensing, some parameters of the subject device could be re-programmed: - atrial sensitivity from 0,4mv to 0,6mv - extension of the slow vt persistence from 12 cycles to 30 or 50 cycles - extension of the vt persistence from 12 cycles to 30 cycles - extension of the vf persistence from 6 cycles to 20 cycles - increase of the fast vt zone detection from 210bpm to 230bpm to let the stability analysis finding unstable rhythm - increase of the vf zone from 240bpm to 255bpm to have first atp - 2 atp burst in the fast vt zone no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.